Manufacturer narrative:
Per the user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. The single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received ongoing, intermittent inaccurate fill estimates. As the events had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause. Blood glucose (bg) was 550 mg/dl at its highest. Corrections via the pump and manual injections were used to address bg. Reportedly, on occasion, the customer reused the cartridges and filled the cartridge with over 300 units of insulin. Tandem technical support advised the customer that per the pump labeling, not to overfill and not to reuse the cartridge.